Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. E1. Initial reporter phone: 0519-81089988 if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and it was not irrigating. It was reported that during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. On (B)(6) 2024, additional information was received indicating the issue was noticed while the device was being used on the patient. There were no errors were noted. A smartablate pump was in use and they tried flushing to resolve the issue. Since the additional information received confirmed the issue occurred during use on patient, the event was assessed as an MDR reportable malfunction.

Manufacturer narrative:
On 14-may-2024, additional information was received indicating there was no bubble issue. Device evaluation details: on 29-may-2024, the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies in the device. An irrigation test was performed, and an occlusion was detected. Further investigation revealed reddish material occluding the irrigation holes in the dome section. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the reddish material inside the dome could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).